Event description:
The facility's biomedical engineering dept reported an incident of a flow rate change. The pump was reported to be infusing dilaudid at a rate of 10ml/hr. The pt started complaining of feeling drowsy and when the nurse checked the flow rate, the nurse noticed the pump was infusing at a rate of 50ml/hr, "automatic flow rate change." According to the biomed, no pt injury was reported. The md was notified, however, no medical intervention was necessary. No add'l info or contact was available.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. A follow up report will be filed upon completion of the eval or if add'l info becomes available.